Manufacturer narrative:
Manufacturer location was based on previous cat and lot #s used by customer and the investigation location. Previously reported saline flush syringes used lot# 7244896. Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Ha sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there has been an uptick in infections when using an unspecified bd posiflush¿ device. There were no details as to what ¿infections¿ mean (rash, respiratory issues, etc.) Or if there were any serious injuries or medical interventions.

Manufacturer narrative:
Manufacturer and location was reported on the initial MDR incorrectly. The correct manufacturer and location is (B)(6). Investigation summary: the reported defects of package discoloration and infection were investigated by our quality engineer team. Upon review, it has been determined that the package discoloration is cosmetic only and could not contribute to the infections reported. These products are safe for use. The integrity of the product and the sterile barriers have not been affected. The brownish spots on the packaging were created during the steam sterilization process. Thorough testing confirmed that the brownish spots do not present any risk to the use of the product and have no impact on the effectiveness, sterility, quality or safety of the syringe. A change in packaging material was initiated in january to reduce the presence of the brown stains. Due to inventory in the market of product with the historical top web we expect customers to start seeing the new product after february. In the meantime, we want to assure you that the product continues to be safe for use. Batch number unknown, therefore no DHR could be performed. The customer complaint is related to sterilization conditions. The root cause is related to sterilization conditions. Corrective actions have been implemented and lot numbers produced post november 2016 will incorporate the corrective actions. A low level of brown spots has historically been associated with the sterilization process, the CAPA implementation has significantly reduced brown staining occurrence but isolated occurrences may continue to be observed. Analysis has confirmed that the stains are cosmetic only. A customer letter has been issues to provide further detail on this issue.